Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing was also returned. A catheter tubing kink was observed near the y-fitting at approximately 71.6cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump for two hours, which represents one complete autofill cycle. The iab pumped normally, no alarm sounded. The reported event cannot be confirmed by the evaluation. The product performed according to specifications. We were unable to duplicate the reported problem or clinical setting. However, kinks may cause difficult iab inflation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period apr-19 through mar-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after insertion of the intra-aortic balloon (iab), a balloon expansion error occurred. The insertion site was checked, but the error did not improve. The iab was removed and therapy was continued with a new iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that immediately after insertion of the intra-aortic balloon (iab), a balloon expansion error occurred. The insertion site was checked, but the error did not improve. The iab was removed and therapy was continued with a new iab. There was no patient harm or adverse event reported.